Manufacturer narrative:
Foreign - event occurred in: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient suffered from an electric shock in household of 230v yesterday. Afterwards one of the inss (bilateral stimulation) did not deliver stimulation anymore. The patient was not quite sure if the stimulation was perceptible prior to the event but it changed amplitude from 0.8v to 2.5v without perception of stimulation and assumes linkage to electric shock. There was no power on reset (por) or other error messages shown on the patient programmer. Diagnostic/troubleshooting was performed, tried to adjust amplitude but no perception of stimulation. The health care provider advised the patient to wait another few days, in order to see whether stimulation is felt afterwards. The patient will contact the health care provider again, in order to get impedance measurement. The issue was not resolved at the time of this report. No surgical intervention occurred. The patient was alive with no injury. No further complications were reported or anticipated.